Manufacturer narrative:
Cynosure clinical confirms there was no patient injury. The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived at the site and inspected the unit. Upon inspection, fse determined foot pedal was sticking and consequently causing the device to continuously fire. To resolve the issue, fse replaced the footswitch. It is unknown which handpiece customer site was using with icon. There is not enough information to establish if this event was an accidental radiation occurrence (aro) since icon can be used with either intense pulse light (ipl) handpieces or 1540 laser handpiece. It was confirmed that the device malfunctioned and if it were to recur, it could cause a serious injury and therefore is reportable.

Event description:
It was reported that the icon foot pedal would not stop firing after it was pressed.